Event description:
Complainant alleged that after applying electrodes to a patient (gender unknown) in cardiac arrest, the defibrillator displayed a dashed line. The medics readjusted the electrodes, however, a dashed line was still displayed. The medics removed the electrodes and applied paddles to monitor the patient's ECG. The patient was found to be asystole and pronounced deceased at the scene.